Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to suspected infection. Additional information indicated that there was a mass on the lead and it was suspected as either vegetation or a clot. The ra lead was explanted. The product is no longer in service. There were no additional adverse patient effects reported.